Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2330 captures the reportable event of pain in groin.

Event description:
It was reported that, sometime after implantation of the solyx single incision sling system, the patient experienced right groin pain in her pelvis. The pain radiated throughout which caused pelvic floor spasms. The pain subsided after being treated with gabapentin. The patient will follow up with the physician after a week, and if the pain persists, a trigger point injection is recommended. No further patient complications were reported.